Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, wear abrasion, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located) crease fold. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth opening on posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior side due to a fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.